Event description:
Customer reports the plunger of the syringe would not move. The syringe was being used in a baxter syringe pump. All clamps and tubing were open. The child, on which the pump was being used, arrested and was subsequently revived. Reportedly, the pt's blood pressure dropped due to lack of medication. The user states, the medication was not being delivered because the syringe was not working. They say bio-medical engineering checked the pump and it was operating satisfactorily.